Event description:
A pt was diagnosed with a 4.5cm renal hematoma after completion of a kidney stone lithotripsy procedure. Pt was treated with 2,500 shocks at shock intensity levels 1-4. Pt was released from hosp after lithotripsy and returned to the hosp ER approx 2 hours later with sever pain.